Event description:
Covidien received info stating, "ventilator was alarming while in pt use." Allegedly the nurse tried to silence the alarm but might have accidentally stopped the ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Investigation is still ongoing. A follow up MDR will be sent.